Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed high shock impedances greater than 200 ohms. The shock impedance trends revealed a sharp rise in (B)(6) of 2012 and have been high ever since. A revision procedure was performed and the device was explanted, replaced and returned for analysis while the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
To date, the lead remains in service and will not be returned and will not under go detailed anlaysis therefore a root cause can not be determined for the lead. While the explanted device has not been received at boston scientific. Upon reciept the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event for the explanted device.

Event description:
It was reported that there had been fluctuating shock impedance measurements since (B)(6) 2012. However, high out-of-range shock impedances were noted for the past six months prior to the alert date. The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. An external visual inspection of the device case noted tool marks on the case and header; however, the header bond and all seal plus were intact. All setscrews operated normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.